Event description:
Consumer questioning accuracy of the meter, reports readings are high when compared to other meter. Analysis run on clarke error grid using competitive meter readings (119) as ref. Point vs. Bd readings (315) yielded data point in "d" range of the grid, outside the acceptable range.